Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 69-year-old male patient. The impella was inserted for ventricular support during a high-risk percutaneous coronary intervention (pci). During the procedure, the automated impella controller (aic) console had a "battery failure" alarm, followed by an unexpected controller shut down that resolved three seconds later. The physician unplugged the impella catheter and plugged the catheter into a new aic. A "purge cassette failure" alarm sounded. To troubleshoot, the cassette was replaced, which resolved the issue. The impella was weaned an hour later, and hemostasis was achieved with a perclose device. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report.